Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a fathom guidewire with no original packaging. The catheter shaft was inspected for damage and it was noticed that the tip was detached. The returned proximal shaft was approximately 174.5cm long. The total device length is 180cm which means a total of 5.5cm was not returned. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as per dfu "this device is indicated for use in the peripheral vasculature" but instead was used in the ureter. (B)(4).

Event description:
It was reported that wire fracture occurred. The target lesion was located in the ureter. A fathom¿ -16 was selected for use. During procedure, as the wire was advanced into the ureter, it was noted that the wire broke off. Attempts were performed to retrieved the broken fragments but was unsuccessful. No further patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that wire fracture occurred. The target lesion was located in the ureter. A fathom¿ -16 was selected for use. During procedure, as the wire was advanced into the ureter, it was noted that the wire broke off. Attempts were performed to retrieved the broken fragments but was unsuccessful. No further patient complications were reported.